Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. The t:slim pump user guide states: avoid submersing your pump in fluid beyond a depth of 3 feet or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid ingress. If there are signs of fluid entry, discontinue use of the pump and contact tandem diabetes care customer technical support

Event description:
It was reported that an unspecified malfunction occurred. Additionally, the customer dropped the pump into the toilet. Customer's blood glucose level was 271 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.